Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed (B)(6), 2012. According to the complainant, post procedure during enteral feeding a leak was noted. A crack approximately 3-5mm was found on the shaft of the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed (B)(6), 2012.according to the complainant, post procedure during enteral feeding a leak was noted. A crack approximately 3-5mm was found on the shaft of the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the device found the plug to be closed into the body. A cut was found in the body running lengthwise on shaft. The cut appeared to have started in the inside of shaft and then through to the outside of the shaft. The cut was measured to be approximately 3.5 mm on the outer diameter of the shaft. The cut was measured to be approximately 8.5 mm on the inner diameter of the shaft. The returned unit was consistent with the complaint incident that the button body shaft was cracked. Based on the evaluation this and other returned devices with the same issue, the most probable root cause is operational context. Additional factors can contribute to this issue, which include but are not limited to manufacturing, customer handling during unpacking/prep or procedural factors. A device history record (DHR) review of lots 14479069 was performed and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot number 14479069.